Manufacturer narrative:
The returned spacer was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that during an explant procedure, a new implant would not open properly which caused the physician to abort the procedure. The patient is doing fine following the aborted procedure.

Event description:
It was reported that during an explant procedure (see MFR report # 3006630150-2020-02563), a new implant would not open properly which caused the physician to abort the procedure. The patient is doing fine following the aborted procedure.